Manufacturer narrative:
(B)(6). Patient country: canada. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient infusion set tubing was leaking at site due to stressor pull on the tubing on (B)(6) 2026.